Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted more proximal allowing flow around device. The patient was asymptomatic. The physician has not yet determined if any intervention or treatment will be performed. There were no patient complications reported.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.